Event description:
During a cryoablation case at university of (B)(4) in which the physician was using two icerod plus needles, one of the needles had frost / ice up and down the shaft of the needle. The pt was under anesthesia at the time. The doctor did not want to replace the needles because of how long it took for him to place them so he put a piece of gauze around the needle on the slightly irritated skin. The case was finished without any pt injury.